Manufacturer narrative:
(B)(4). The port was received for analysis. Evaluation of the device cannot confirm events that are physiological in nature, however upon visual and functional evaluation it was observed that the device was returned fully functional. A leak was not detected. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Bioburden & dose audit testing results were reviewed, and were meeting acceptance criteria. A review of the product¿s instruction for use (IFU) was performed, and it was noted that port infection is recognized adverse event associated to gastric band and realize band. Potential causes of infection include, among others, lack of aseptic technique during implant or during subsequent adjustments of the device.

Event description:
It was reported that after a gastric band procedure in 2008, leakage was observed in the port and it was replaced in (B)(6) 2012. Now the patient got infection at the port site and the leakage is noticed again. The port was removed though it might be a problem with the band itself. After evaluating the healing process, the band will be removed or replaced as well.